Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, after connecting the leads to the device and placed in the pocket, noise was noted on the atrial lead. The lead was removed, cleaned and reinserted and noise was still present. The device was removed from the pocket again and a nick was noted in the seal plug. The device was not implanted and was sent back for analysis. Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. A high power visual inspection noted a hole in the atrial seal plug, a small nick out of the ventricle seal plug and body fluid contamination by the distal terminal block of the atrial lead barrel. Evidence indicates that the reported noise was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. There was no report of any adverse patient effects.